Event description:
One-touch verio flex is an inaccurate glucose meter. I have had five units, four of which did not work properly. My current unit is still not accurate, but it's better than the previous four. I got them from the (B)(6) pharmacy. I have taken my glucose and compared it to the lab results, the results do not match up. Please recall these devices. (B)(6). FDA safety report ID# (B)(4).